Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor. Performed continuity resistance test and the sensor failed per specifications. Unable to confirm the needle anomaly due to the customer not returning the needle. Also, unable to confirm the adhesive anomaly on the opened/used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received sensor errors and calibration errors. Blood glucose level at the time of the incident was 131 mg/dl. During troubleshooting, the customer removed the sensor and stated that it was split down the middle. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.